Event description:
It was reported that revision surgery was performed. Mechanical fall secondary to etoh (alcohol), fell on right side, causing periprosthetic fracture. Subject had femoral stem, femoral head and femoral neck revised.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history for the listed parts revealed no prior complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Our clinical/medical team concluded: based on the surgeon¿s statement provided, the root cause of the periprosthetic fracture was due to the patient¿s intoxication, trip and fall on her right side. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual products involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.